Event description:
It was reported that a user experienced a hypoglycemic seizure while using the ilet system after consuming snacks and high-carbohydrate drinks, with the sensor alarming at 60 mg/dl and subsequent readings reported as low as 48 mg/dl before returning to range; no glucose, glucagon, IV dextrose, or ems transport occurred, and the pump was reportedly not removed. Symptoms included hypoglycemia with seizure activity. Outcomes included emergency medical services presence; however, the patient was not transported to a hospital and no glucagon or IV dextrose was administered. Investigation included communication with the healthcare provider and the patient¿s caregiver, along with review of device data. Investigation of this case revealed no medical device malfunction or component failure and identified meal announcement and dietary intake as contributing factors. It was concluded that no device performance issue was identified in relation to the event. If additional information becomes available, a supplemental MDR will be submitted.